Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the balloon rupture did not occur; however, the balloon leaked during inflation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported leak was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during dilatation in a heavily calcified unspecified vessel, balloon rupture was suspected during inflation of the 3.0x20 voyager nc balloon. The procedure was completed using non-abbott devices. There was no clinically significant delay in the procedure. There was no adverse patient effect and the final outcome was reported as satisfactory. No additional information was provided.